Event description:
It was reported, the patient had an infection and subsequently a device removal on (B)(6) 2012 due to "3rd infection." The patient was on antibiotics since the surgery. It was stated the implant "wanted to go through skin," which was "pink and hot" around the device the few weeks prior to removal. Date of onset was uncertain. The patient did not have meningitis. Symptoms of the infection included incisional wound opening and pocket erosion. The primary location of the infection was the device pocket and lead track. A culture was taken at the pocket site but type of organism was unknown. The patient received IV and oral antibiotics. Patient outcome was noted as infection resolved.

Manufacturer narrative:
Product ID, 7482a51 lot# serial# (B)(4), implanted: 2009 (B)(6), product type extension; product ID, 7482a51 lot# serial# (B)(4), implanted: 2009 (B)(6), product type extension; product ID, 7436 lot# serial# (B)(4), implanted: 2009 (B)(6), product type programmer, patient; product ID, 3389s-40 lot# v207104, implanted: 2009 (B)(6), product type lead; product ID, 3389s-40 lot# v207104, implanted: 2009 (B)(6), product type lead. (B)(4).